Manufacturer narrative:
Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture. Device remains implanted. This is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Physician later confirmed no complaint against the device. This record is no longer reportable to FDA and will be un-reported.